Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# va0lv57, implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 12-jun-2017, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 21-aug-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for movement disorders. It was reported that there was inflammation found around the ins. After the ins and extension were removed a culture from the lead came back positive for infection so they subsequently removed the lead. The right ins and extension were removed on (B)(6) 2019 and the lead was removed on (B)(6) 2019. The issue was resolved. There were no further complications reported.